Event description:
Propofol was programmed as 50 ml/hr instead of 50 mcg/kg/min for sedation of the patient. The pump fired a soft alert for the dose (76.5 mcg/kg/min) and the infusion was corrected before being administered to the patient. This event signals that the ml/hr is the first field on the pump for programming and nurses often miss going to the third field which is the units for programming the infusion. This indicates the ml/hr initial field as the potential root cause for misprogramming patient infusions. Alaris has been contacted and they cannot fix this on the pump at the present time. Institute for safe medication practices (ismp) does recommend programming the pump in units/hr over ml/hr.